Event description:
Olympus was informed that during brushing the subject device sued after a procedure, the clip made by boston scientific was pushed out into the cleaning sink from the subject device. The boston clip was not used during the procedure. When the subject device was used in a former procedure, the physician could not deploy the clip to the intended tissue, and the clip came off into the bowel of the patient. It was appeared that the clip was sucked into the suction channel of the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus australia pty. Ltd. (Oas) for evaluation. Omsc reviewed the manufacturer history of the subject device and confirmed that there was no irregularity found. The exact cause of user's report could not be conclusively determined at the present, however, insufficient reprocessing and inadequate inspection before use could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.